Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an ovarian cystectomy, the endopouch bag ripped. They opened a new bag to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. Additional information received: "the sales rep spoke with the account contact and per the contact, the surgeon has moved from using our 10mm pouch to using a 8mm pouch. Sales rep is not sure of the brand. Information obtained from the contact was that the 8 mm pouch does not tug/snag on the trocar during insert. The 10mm pouch was larger and they were experiencing tugging on the trocar. Information stated it was during insertion that the issue was occurring. Per feedback from the account contact, they would have to remove the trocar when inserting the pouch. With the 8mm pouch, there are no issues with insertion. Clarifying question was asked to confirm if this event occurs during insertion or removal since the pouch is not out during insertion. It is deployed once through the trocar. The sales rep stated the account said it was insertion as they had to remove the trocar to insert the pouch. This surgeon has stopped using the 10 mm pouch is only using the 8mm. However, the account still has 10 mm on hand. More clarification is needed as the event is not clear as to how the pouch is tearing upon insertion when it is not deployed until after it has been passed through the trocar." Attempts are being made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: what size trocar was used with the pouch during the procedure? Please provide the lot numbers of broken pouch devices (if available) where did the pouch bags tear (i.e. At the bottom of the bag, side, top, etc.)? What was the approximate size of the ovarian cyst being removed? Did the cyst fit completely within the pouch? Was the device inserted through a trocar or directly through the skin? Was it confirmed that the thumb ring was pushed completely until they touched the finger rings of the device? Did the surgeon use a laparoscopic instrument to unroll the bag? If so, what instrument? Were there any issues with bag deployment? When exactly during the surgical procedure was it identified that the bag had broken? What was being done at the time? Did the surgeon enlarge the skin incision or fascial incision to assist with bag removal? Can you please confirm that the surgeon did not attempt to remove the bag all the way through the trocar? Can you please confirm which method of removal the surgeons routinely used? (Method, 1, 2, or 3, from the IFU, instructions for use) did any of the contents spill into the patient? If so, how were they removed? Did any pouch fragments fall into the patient? If so, were they all removed? Are there any patient consequences associated with these pouch breakages?